Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with their pacemaker device in backup vvi mode. It was discovered that the issue was caused by the patient's at home transmitter. Patient was brought into clinic and device was restored with programming. Patient condition was stable after the event.